Event description:
The pt reportedly experienced a decrease in performance and sound quality issues with her device since implantation. External equipment was exchanged and programming adjustments were made. However, the problems were not resolved. Surgery to explant the device will be scheduled.